Event description:
Reporter states on event date end user was at the mall on their way home. Patient slowed down chair to go down a handicap ramp to cross the street. Upon getting to the other sidewalk patient stopped and turned their chair off for a second. When patient turned it back on it immediately lunged to the left without patient touching the joystick. Patient is unable to move their left side due to an aneurysm. Patient was holding on to the armrest with their right hand and was unable to turn the chair of. The chair ended up getting hooked up on the curb. The front casters were dangling over the edge and the motor was still lunging forward like the chair was still wanting to go. At this point patient stated that patient let go of the armrest to turn the chair off and pt fell out into the street. Patient stated that patient landed face down and was unable to get up. Patient acquired a cut on their forehead, scrapes on the side of their face and by their right eye. Their left hand and left wrist along with the patient's left knee also have scrapes. Their eyeglasses also broke.